Event description:
It was reported that an asahi sion blue guide wire was used in the left anterior descending artery (lad) during a percutaneous coronary intervention (pci) for a mildly calcified total occlusion in the lad. Difficulty was encountered during wire removal, resulting in wire damage. Attempts to retrieve the wire using devices such as a micro catheter, balloon, and snare were unsuccessful. Ultimately, the sion blue guide wire was found to be separated and the wire fragment remained in the distal lad, which was confirmed by ivus examination. Subsequently, a stent was deployed in the distal lad to press the separated fragment against the vessel wall. After post-dilatation of the stent placed from the lad to the left main trunk (lmt), coronary angiography revealed vessel dissection in the mid lad. Therefore, an additional stent was deployed in the mid lad. The procedure was completed with re-established blood flow. The patient did not experience any discomfort during the procedure, and it was confirmed that the separated fragment was pressed against the vessel wall. It was informed that the patient has already been discharged without any complications.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information, results of lot history records review and referring to known similar events, it was presumed that stress generated with torquing and/pulling manipulation might have been locally accumulated on the sion blue guide wire while the wire tip was caught due to the tortuous vessel and/or the lesion. Consequently, the coil of the wire tip was loosened and the wire tip was eventually separated. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] removal difficulty of guide wire, separation of the guide wire.